Manufacturer narrative:
There is no indication that a device malfunction contributed to the reported injury.

Event description:
The patient reported a syncopal episode which led to fainting and falling. The patient reported that due to the fall, he sustained injuries and was admitted to the ER. The patient described that when he fell on the monitor, he broke his front tooth. The patient was wearing the lifevest at the time. Follow-up attempts were unsuccessful in determining the patient's condition. The patient continued use of the lifevest. Download data confirms no vt/vf was detected on the day of the injury. There is no allegation to suggest the device caused the reported injury.